Manufacturer narrative:
The device was not in clinical use. No patient or user harm was reported.

Event description:
The customer reported the unit has a light emitting diode (led) alarm diagnostic error. The device was not in clinical use. No patient or user harm was reported.

Manufacturer narrative:
B4:30aug2021. The customer confirmed the reported failure. The customer replaced the power switch overlay to resolve the issue. The unit was tested and it was returned to service.